Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that upon placing the patient's new battery high impedance was observed. The surgeon confirmed complete pin insertion twice, but still impedances were high. The device was left in at that time. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received reporting that during the replacement procedure, the newly placed m1000 was tested with a test resistor and per the physician the test was good. This further confirms that the generator was not the cause of the high impedance but the lead was likely causing the issue. The physician did note in the visible portions of the lead there was no observed fracture. Also, it was noted that a lead revision is planned, but has not occurred to date.